Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system would not decrease in amplitude when they attempted to turn adjust the program. Reportedly, the patient had a recent fall; therefore an MRI was scheduled for further evaluation. System diagnostics revealed high impedance values on contacts 1-8. Additionally, a fracture was discovered in the lead. As a result, surgical intervention is pending as the next course of action.